Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by consumer who contacted the company to report an adverse event and product complaint (pc), concerned a 06-year-old pediatric asian male patient. Medical history and concomitant medications were not reported. The patient insulin lispro (rdna origin) injections (humalog) from a cartridge via a reusable device (humapen ergo ii), at an unknown dose and frequency, subcutaneously, for the treatment of type I diabetes mellitus, beginning on an unknown date in (B)(6) 2023. On an unknown date, while on insulin lispro therapy, he had an issue with device, device was not working, while injecting it was not getting injected and the medication was not dispensing and air inside it was not expelling from it, due to which on (B)(6) 2025, he had missed a dose and his sugar levels had fluctuated (values, units and reference ranges were not provided) due to which he received insulin glargine (basalog) for temporary basis as a corrective treatment (lot unknown, (B)(4)). The events of blood glucose fluctuation and missed dose were considered as serious by the reporter due to life threatening reason. Outcome of the event missed dose was not recovered and remaining event outcome was not reported. Information regarding corrective treatment of remaining event and the status of insulin lispro therapy was not reported. The operator of the reusable devices (humapen ergo ii) was the patient's family member, and his training status was not provided. The general and suspect reusable devices (humapen ergo ii), duration of use was not reported. The status of reusable devices (humapen ergo ii) and their return status were not provided. The reporting consumer did not provide any relatedness opinion for the events with insulin lispro drug and with suspect reusable device. Edit 18jun2025: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Update 20-may-2025: this case was determined to be non-valid due to no identifiable valid adverse event in case. The report described about a medication error of missed dose only. Update 22-may-2025: additional information was received from initial reporter via psp on 16-may-2025. Added gender of patient. Updated outcome of missed dose to not recovered. The case remained non-valid due to no identifiable valid adverse event in case. Update 26-may-2025: this case was initially determined to be non-valid (no valid event identifiable). Additional information was received from the initial reporter consumer on 22-may-2025 and this case became valid from non-valid upon addition of one serious event of blood sugar level fluctuation with life threatening. Added one laboratory test and suspect insulin lispro start date and route of administration. Updated corresponding fields and narrative with new information. Edit 06-jun-2025: upon review of information received on 22-may-2025, the case was unlocked to uncheck drug not administered in product tab. No other changes were made to the case. Edit 18-jun-2025: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by consumer who contacted the company to report an adverse event and product complaint (pc), concerned a 06-year-old pediatric asian male patient. Medical history and concomitant medications were not reported. The patient insulin lispro (rdna origin) injections (humalog) from a cartridge via a reusable device (humapen ergo ii), at an unknown dose and frequency, subcutaneously, for the treatment of type I diabetes mellitus, beginning on an unknown date in (B)(6) 2023. On an unknown date, while on insulin lispro therapy, he had an issue with device, device was not working, while injecting it was not getting injected and the medication was not dispensing and air inside it was not expelling from it, due to which on (B)(6) 2025, he had missed a dose and his sugar levels had fluctuated (values, units and reference ranges were not provided) due to which he received insulin glargine (basalog) for temporary basis as a corrective treatment (lot unknown, (B)(4)). The events of blood glucose fluctuation and missed dose were considered as serious by the reporter due to life threatening reason. Outcome of the event missed dose was not recovered and remaining event outcome was not reported. Information regarding corrective treatment of remaining event and the status of insulin lispro therapy was not reported. The operator of the reusable devices (humapen ergo ii) was the patient's family member, and his training status was not provided. The general and suspect reusable devices (humapen ergo ii), duration of use was not reported. The status of reusable devices (humapen ergo ii) and their return status were not provided. The reporting consumer did not provide any relatedness opinion for the events with insulin lispro drug and with suspect reusable device. Edit 18jun2025: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Update 20-may-2025: this case was determined to be non-valid due to no identifiable valid adverse event in case. The report described about a medication error of missed dose only. Update 22-may-2025: additional information was received from initial reporter via psp on 16-may-2025. Added gender of patient. Updated outcome of missed dose to not recovered. The case remained non-valid due to no identifiable valid adverse event in case. Update 26-may-2025: this case was initially determined to be non-valid (no valid event identifiable). Additional information was received from the initial reporter consumer on 22-may-2025 and this case became valid from non-valid upon addition of one serious event of blood sugar level fluctuation with life threatening. Added one laboratory test and suspect insulin lispro start date and route of administration. Updated corresponding fields and narrative with new information. Edit 06-jun-2025: upon review of information received on 22-may-2025, the case was unlocked to uncheck drug not administered in product tab. No other changes were made to the case. Edit 18-jun-2025: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Update 23-jul-2025: additional information received on 21-jul-2025 from the global product complaint database. Entered device specific safety summary (dsss) investigation outcome. Updated the medwatch fields/ european and canadian (EU/ca) device fields to include codes required for expedited reporting, and device return status to no. Reiterated improper use and storage as no and reiterated malfunction as unknown. Upon internal review, due to a system issue, an action was generated for an imdrf status change and status change to no. Corresponding fields and narrative updated accordingly. Update 13-aug-2025: additional information received on 07-aug-2025 from global product complaint database. Upon internal review, due to system issue, an action item was generated for a dsss update. The dsss was not updated, so no further action was required.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated (B)(6) 2025 in the b.5. Field. No further follow-up is planned. Evaluation summary: a consumer reported during treatment of 6 year-old male patient that the humapen ergo ii "device was not working, while injecting it was not getting injected and the medication was not dispensing and air inside it was not expelling from it". As a result the patient "missed a dose and his sugar levels had fluctuated". The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.